Event description:
It was reported that an unspecified amount of bd posiflush¿ normal saline syringes had issues with difficult plunger movement during use. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "we've had several lot numbers over the last few months that have given us issues. The most recent is 3178270. One of the previous lot numbers was 3016501. We've noticed that the plungers are more difficult to pull back to prime the syringe on these lots and we're wondering if the plunger "sticking" is what is causing this issue because in the nicu our pressure settings are lower."

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary: a device history record review was completed by our quality engineer team for provided material number 306546 and lot numbers 3178270 and 3016501. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Event description:
It was reported that an unspecified amount of bd posiflush¿ normal saline syringes had issues with difficult plunger movement during use. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "we've had several lot numbers over the last few months that have given us issues. The most recent is 3178270. One of the previous lot numbers was 3016501. We've noticed that the plungers are more difficult to pull back to prime the syringe on these lots and we're wondering if the plunger "sticking" is what is causing this issue because in the nicu our pressure settings are lower."